Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). A review of all batch record documents was performed for potentially associated lot number gd896118 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized for the event. It was not reported if the patient was treated for the peritonitis. Pd therapy was ongoing. At the time of this report, it was not reported if the patient as recovered from the event. Additional information was requested, but is not available at this time. This is report 1 of 2.